Event description:
Customer alleged head motor has malfunctioned. When lowered from an ¿up¿ position it will continue to pull head frame down even once frame is parallel/level with ground; causing the frame to bend.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.